Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a damaged trunk cable. The trunk cable was pulled from the strain relief, damaging wires. The root cause for the strained cable could not be positively identified but was likely physical abuse. No adverse event resulted from the strained cable. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that his electrode belt cable was damaged. The pt was issued a replacement electrode belt.